Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (1 g, every five days, intraperitoneally, duration not reported) for peritonitis. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis. It was not reported if the patient recovered from this event. No additional information is available.